Manufacturer narrative:
The MFR svc rep performed an on-site investigation. The orbital rotation potentiometer rp2 belt was tightened. The potentiometer connectors were tightened. The joystick was replaced. The sys was tested and operates as intended.

Event description:
The customer reported that the 9900 sys displayed a motion error message and that the remote user interface intermittently does not operate properly. No pt injury was reported.